Event description:
Per the clinic, the patient experienced poor performance and tinnitus with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6), 2011, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Based on improved patient outcome after reimplantation, device has been considered a device failure. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).